Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) on an unspecified date due to pending erosion. All components of the existing ipp were explanted. At a later date, the patient had a new ipp implanted. No additional patient complications were reported.

Manufacturer narrative:
Event date: approximated based on event description, as the erosion was diagnosed in (B)(6) 2021. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.